Manufacturer narrative:
A follow-up report will be submitted once investigation is completed. Device was not returned

Event description:
The following information was reported in an article: two patients required prolonged ventilatory dependence secondary to exacerbation of heart failure superimposed on chronic pulmonary disease. The article indicates the following: rf energy (50 w maximum) was delivered via an 8-fr 3.5-mm-tip open-irrigation catheter ((B)(4)) or 8-fr 4-mm-tip closed-irrigation catheter ((B)(4)). The article does not indicate which catheter was used in the patients with complications.